Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing". "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing, which connects the access port and band, as this will cause leakage and deflation of the inflatable section". Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included:... Abdominal pain,...".

Event description:
Surgeon reported patient experienced a decrease in satiety and underwent exploratory surgery. During the surgery, the surgeon "grabbed tubing and tubing cracked in situ". Additional event reported that when "patient first presented for follow up, little restriction felt after band adjustment and lower abdominal pain, after aspirating band, no fluid was left in balloon, then contrast dye test performed, which showed band tubing broken. Upon laparoscopy band tubing was noted to be broken, when surgeon grasped the tubing to follow through to end, the tubing cracked in the jaw of the atraumatic grasping forceps. The band was removed and replaced with ap small."